Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced granulation at the abutment site and underwent skin revision on (B)(6) 2007 using silver nitrate. On (B)(6) 2008 the patient experienced complete skin overgrowth and subsequently, the excess skin was excised. Subsequently, on (B)(6) 2008 the patient underwent a skin graft. Following the procedure the issues reportedly resolved.